Event description:
It was reported by the caller that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer tried different charging supplies which resolved the issue, and technical support educated the caller on necessary actions to take if the pump shuts down or resets. A replacement tandem cable and wall adapter were sent to the customer, and various follow-ups were conducted to ensure the problem was resolved. A log review found no actual evidence of pump shutdown, and customer support provided additional battery tips before closing the case.